Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine had a bad power logic board. The biomed said the power logic board was burnt. They replaced the power logic board and this resolved the original, unknown issue. Afterwards, the biomed stated that the touchscreen became unresponsive while in dialysis mode. The biomed was unsure how to calibrate the screen in dialysis mode. Ts advised the biomed to calibrate the touchscreen in service mode. The biomed was able to complete the calibration while on the phone with ts, and this resolved the reported issue. There was no reported patient involvement associated with the events. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine had a bad power logic board. The biomed said the power logic board was burnt. They replaced the power logic board and this resolved the original, unknown issue. Afterwards, the biomed stated that the touchscreen became unresponsive while in dialysis mode. The biomed was unsure how to calibrate the screen in dialysis mode. Ts advised the biomed to calibrate the touchscreen in service mode. The biomed was able to complete the calibration while on the phone with ts, and this resolved the reported issue. There was no reported patient involvement associated with the events. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.